Manufacturer narrative:
(B)(4). Initial report. The client has indicated that the product is in process of being returned to zimmer biomet for an investigation. Medical product: oxf uni tib tray sza rm, catalogue number: 154719, lot number: 751980. Medical product: oxf twin-peg cmntd fem sm PMA, catalogue number: 161468, lot number: 835430. The investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported, that: the oxford bearing has been revised due to an unknown reason. Poly swap, patient involvement-revision.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Investigation has been completed. The product was not returned for investigation. Therefore, visual and dimensional evaluation could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing that could be related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.